Event description:
During placement of the target coil, on the first two attempts, the interventionalist could not see the coils being deployed because the images were not live and when they could see, the coil loops were in the ica (internal carotid artery). On the third attempt, when the coil loops were placed under balloon occlusion, the coil loops were seen to extend into the pcom (posterior communicating artery) origin/through the dome of the aneurysm. At a crucial point in the procedure, the neuro-interventionalist was unable or had difficulty seeing the ¿roadmap¿ image. The cause of this is unclear. There is disagreement among those involved regarding the case being equipment failure vs operator error. It is not clear or certain that this directly lead to intra-operative complication.